Event description:
The pt sustained a fall 20 months postimplantation, 5/30/96, resulting in fixation failure, loss of reduction and subsequent nonunion. Surgery to remove the hardware, pro osteon and debride the nonunion was performed on 6/10/96. At that time, the defect was repaired withautograft, allograft and a bone growth stimulator. Two weeks after the second surgery, x-rays showed some suggestion of early healing and callus formation. The overall configuration of the fracture site was unchanged from the original postoperative x-rays.